Event description:
It was reported that difficulty was encountered advancing the wire guide through the introducer needle. It was decided to remove both the needle and wire guide. As they were withdrawn, a piece of the wire sheared off and remained in the soft tissue of the forearm, indicating that the needle had probably transfixed the vessel during insertion. No attempt is being made to remove the retained wire, since the pt has had no complications.